Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, when performing the firing, the device stapled but didn't cut. No other information is known. There were no patient consequences reported. The device will not be returned.